Event description:
Patient reported a left exchange from textured to smooth implants due to the patients concerns with the product with "anxiety, changes in how they feel and how they look, left is larger than the other, had a couple of spots looks like precancerous spots on my chest above my breast. I had them burned off 6 months ago and getting more burned off in june, pain underneath them in the tissue around them, mainly the left, scared because I already had cancer once and don't want to get it again". The event of ¿had a couple of spots looks like precancerous spots on my chest above my breast¿ is not device related. Patient also reported bilateral rashes, redness, extreme swelling, pain, and is very stressed about the textured implants she has. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Continued: h.6. F2201. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Other-medical-ndr: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Skin rash/dermatitis: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.